Manufacturer narrative:
Reported event: it was reported that while making femoral cuts entire mics saw attachment locking assembly broke apart releasing small shards of metal & small screw resulting in surgical delay of 16-30 minutes. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. A picture of the device was provided wherein the device, attachment locking assembly and two small screws could be observed but nothing relevant to the reported event could be determined from it. Product history review: device history records indicate 25 devices were manufactured under lot k09gv and 23 devices were accepted into final stock on 5/6/2017. A review of qt17-05-0029 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k09gv shows 09 additional complaint(s) related to the failure in this investigation. Complaint (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event. Device not returned.

Event description:
While making femoral cuts entire mics saw attachment locking assembly broke apart releasing small shards of metal & small screws. Surgical delay -16-30 minutes patient was general anesthesia. Case type: tka. Mps stated no debris left in patient, yes disassembled when the issue occurred.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While making femoral cuts entire mics saw attachment locking assembly broke apart releasing small shards of metal and small screws. Surgical delay -16-30 minutes patient was general anesthesia, case type: tka, mps stated no debris left in patient, yes disassemble assembled when the issue occurred.